Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the general ward, the guide wire kinked during insertion. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the guide wire kinked during insertion was confirmed. Returned was one guide wire. There were kinks in the guide wire at 24 and 46 cm from the bottom of the j-bend. The od of the guide wire measured 0.807mm, which met specification of 0.788 - 0.826 mm per guide wire graphic. The length of the guide wire measured 68.3mm, which is consistent with the guide wire graphic. A manual tug test confirmed that both welds were intact. A review of the device history records did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component during the procedure and no other components were returned, the probable cause of this issue could not be determined. No further action will be taken.